Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 12-apr-2022. H3: analysis of the wireless recharger (s/n:(B)(6) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient reported that the battery indicator lights on the wireless charger were scrolling and wouldn't stop. Patient said that they kept the wireless recharging off of the docking station and the battery lights would stop scrolling, but when they put the wireless recharger on the charging station the lights would start scrolling again. The circumstances that led to the reported issue were asked but unknown. Agent walked patient through troubleshooting, hard reset of the wireless recharger did not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the wireless recharger. Agent emailed patient registration to update patient's address.